Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was displaying an error 5 message. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2011 at 7am. The patient manages her diabetes with metformin and glyburide (dosages not specified); however, the patient denied taking any action in response to the reported meter issue. Five minutes after the reported meter issue occurred the patient claimed she developed symptoms of headache and shaking. The patient, however, denied receiving any medical intervention/treatment after the alleged issue began. During troubleshooting, the csr noted the patient was using the correct testing technique and the test strip completely drew in the blood sample. The alleged issue, however, remains unresolved. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.